Event description:
It was reported to technical services on 10/13/2011 that on (B)(6) 2010 this lead was explanted as it was unstable when the pocket was opened. No further information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).